Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and five months later, computerized tomography-abdomen without contrast was performed which showed that there was a newly identified interior vena cava filter in place. Relative to the interior vena cava, the filter was centrally located with the apex not touching the interior vena cava wall. There was no significant abnormal filter tilt identified. Filter was within the interior vena cava. The craniocaudal position of the filter was such that the filter apex lies 0.4 cm cranial to the inferior margin of the left renal vein. The left renal vein was the more inferior renal vein. Perforation of the filter beyond interior vena cava: the filter contains 12 distal struts. Each of the 12 struts appeared to perforate the interior vena cava. Longest decisions of perforation were approximately 1.1 cm identified involving one of the right posterolateral struts on coronal image 33. One of the shortness regions of perforation was noted posteriorly measuring 0.6 cm along one of the posterior medial struts, on sagittal image 37. There was no filter strut extending into other regions, however, there was a strut that barely contacts the posterior wall of the infrarenal abdominal aorta on image 37, and another strut that contacts the posterior wall of the mid duodenum on image 36. No filter fracture was identified. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiration date: 06/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter struts perforated the inferior vena cava wall, infrarenal abdominal aorta and the mid duodenum. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.